Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional device product codes: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. A manufacturing record evaluation cannot be performed since lot number is unknown. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the matneu scr 1.5 self-drill l5 tan 1u I/c was broken across the neck between the head and the shaft, both fragments are visible in the evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the matneu scr 1.5 self-drill l5 tan 1u I/c. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in hong kong as follows: it was reported that on (B)(6) 2022, one piece of the screw (04.503.105.01c) was broken intra-operatively during a cranioplasty procedure. The procedure was completed successfully with no delay. No further information is available. This report involves one ti matrixneuro screw self-drilling 5mm. This is report 1 of 1 for (B)(4).